Event description:
It was reported that a patient underwent a laparoscopic exploration due to abdominal pain under general anesthesia on (B)(6) 2024 and suture was used. Upon admission examination, there were no contraindications for surgery. On the same day, the patient underwent surgery and was diagnosed with perforation of the anterior wall of the duodenal bulb during the surgery. After the repair, the doctor used suture to suture the incision. When the suture was completed and the needle was released, the tail end of the needle broke, causing it to fall into the patient's abdominal cavity. After nearly an hour of searching and multiple fluoroscopy, the broken needle was found. This event extended the patient's surgical time. In addition, the patient's condition was critical, old, and had many underlying diseases, which had a significant impact on the patient. The patient is now transferred to the ICU for further treatment. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Patient¿s current status?

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was an 80-year-old female who underwent laparoscopic exploration under general anesthesia in hospital on (B)(6) 2024. The surgeon used vcp1345h to perform the muscle fascia and subcutaneous tissue sewing in the way of interrupted suturing. When the needle was removed after suture, the tail of the suture needle broke (the specific length of the broken end of the suture needle was unknown). The broken needle fell into the abdominal cavity of the patient. The operator immediately searched for the broken needle. After multiple fluoroscopic examinations, the broken needle was found and removed. The integrity of the suture needle was checked after removal. The operation was completed routinely after confirming that there was no residual foreign body in the patient. This event caused no other harm to the patient except that it prolonged the surgery for about 1 hour. No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.